Event description:
On (B)(6) 2013, the lay-user/patient claimed he was in the ICU for 10 days due to the animas pump. This complaint was a follow-up to complaint (B)(4), which was reported on (B)(6) 2012. The patient did not want to perform any troubleshooting at the time. No other information was obtained at the time of concern as the patient stated he may call back. This complaint is being reported because the patient alleged he was hospital due to the animas insulin pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, a review of the pump history showed daily insulin delivery totals correctly reflected the user's programmed basal rates. Multiple occlusion alarms were observed in the black box; the force at time of occlusions was high. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specification. The pump passed flow accuracy test and was found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gave the appropriate visual and audible occlusion detected alarm. The issue of inaccurate delivery was not duplicated during testing. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.